Event description:
The customer reported that ed1 acuity central station was down. He contacted welch allyn technical support for assistance. Tech support was unable to assist the customer in restoring operation, so they arranged for the unit to come back for service. Patient vital signs were still available at the bedside monitors while central station was unavailable. No patients were adversely affected as a consequence of this product problem. Note from section a1. The customer did not indicate that any patients were on the system.

Manufacturer narrative:
We found error messages which indicate a failure of the hard disk drive. Manufacturer's evaluation summary: the device is an installed centralized patient monitoring system that utilizes a sun micro-systems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays patient vital signs data from multiple bedside multifunctional patient monitoring devices through either wired or wireless connections. Testing of the suspect device confirmed the complaint and identified a failure of the hard disk device within the cpu (central processing unit). The hard disk drive is a commercial off-the-shelf component and is not a repairable item. Welch allyn factory service installed a new disk drive in the cpu to restore normal operation. Welch allyn factory service repaired and tested the device and returned it to the customer. We used code 47, "device failure occurred and was related to the event." By "event" here, we mean the loss of centralized monitoring. There was no patient harm reported associated with this failure.